Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation, resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken negative lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the broken negative lead on c21. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 102 (charge profile fault). The patient was issued a replacement monitor.